Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen was not displaying the pump history. Review of the pump data logs verified that the pump continued to deliver insulin as expected and the data was present in the logs. There was no reported impact to the customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.